Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. Treatment included vancomycin, intra-peritoneally (dose and frequency not known). The patient's catheter was removed and the patient began hemodialysis. At the time of this report, the patient was still hospitalized but recovering from this peritonitis event. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot numbers h12i25046, and h12h08143 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot numbers h12i25046, and h12h08143 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, it has been determined that information in this report is captured in manufacturer report number 1416980-2012-05929, which contains all further investigation.